Manufacturer narrative:
Evaluation summary: no injector was returned for evaluation for the report of the injector likely causing a scratch on the iol; therefore, the condition of the product could not be verified. The injector lot number was not identified with this complaint; therefore, a lot history review could not be conducted. The product investigation could not identify a root cause because the injector sample was not returned and no lot information was provided. (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, the iol had a scratch on it. According to the reporter, in the surgeon's opinion the event was possibly due to the injector. The procedure was completed. There was no patient harm as the device did not contact the patient. Additional information has been requested and received.